Event description:
It was reported the procedure was to treat a highly calcified lesion in the right peroneal artery. The bmw guide wire was advanced however failed to cross the lesion. The guide wire was removed and set aside. Later in the procedure the guide wire was advanced again with a catheter however the physician felt an odd response from the guide wire and noticed the guide wire had separated inside the catheter. The catheter was removed with both pieces of the guide wire inside. Another bmw guide wire was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection and dimensional analysis were performed on the returned device. The reported material separation was confirmed. The reported difficult to advance the catheter over the guide wire was not confirmed due to the condition of the device with a material separation. The reported failure to advance in the anatomy could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in a testing environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and the observations from the returned analysis, the investigation determined that the reported issues appear to be related to circumstances of the procedure. In this case, the procedure was to treat a highly calcified lesion which likely contributed to the reported failure to advance which likely led to the reported difficulty advancing the catheter over the guide wire, material separation and observed bent tip. The observed scratched teflon coating was not reported which likely occurred due to interaction with the torque device being tight against the guide wire. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.